Event description:
The following has been reported: biomed reported: "stuck pin". Patient harm: no. Stopped infusion: no. A preliminary review identified the following issue: mechanical hardware failure (vr assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av assembly). Investigation found fva primary pin was sticky/debris was present. Internal investigation found front housing and lever boot retaining plate damaged/broken. The device had a double yellow pump alarm at start up and log files indicated an electrical hardware failure (18v). Verified voltage at power entry pcba and main pcba, tested ok. Installed engineering battery packs and yellow alarm error did not occur. Front housing, lever boot retaining plate, and battery packs (counter reset) will be removed and replaced during repair process. No other damage found.